Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-08772. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. In addition, it was reported that during device interrogation prior to the explant procedure, the patient's right ventricular lead exhibited no sensing. All other measurements were normal. The lead was capped on (B)(6) 2019 and replaced. The patient's condition was stable throughout the procedure.